Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) during a pseudocyst drainage procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, while deploying the first flange, the catheter kinked and the stent fully deployed near the stomach wall. Reportedly, the stent was removed using a snare and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received completely deployed. The delivery system was returned in original position. Visual examination of the returned device found the outer sheath kinked near the luer. No other issues with the stent and delivery system were noted. The reported event of stent premature deployment could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of sheath kinked was confirmed; the outer sheath was returned kinked near the luer. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that the interaction with the scope and/or the technique used by the physician during deployment of first flange could have caused the outer sheath kinked, limited the performance of the device and contributed to stent premature deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 09, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) during a pseudocyst drainage procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, while deploying the first flange, the catheter kinked and the stent fully deployed near the stomach wall. Reportedly, the stent was removed using a snare and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.